Event description:
It was reported that on (B)(6) 2024, a PICC tube was inserted in facility ICU for more than three weeks. On the afternoon of the 24th, infusion treatment suddenly caused a 10*10cm swelling at the insertion point. After extubation according to the doctor's instructions, it was found that the PICC tube was damaged at the point where it was embedded in the body. It's an exception. Replace the intravenous catheter with a new one, notify the patient, obtain understanding, and notify relevant hospital personnel.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-04733 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-04630.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2024, a PICC tube was inserted in facility ICU for more than three weeks. On the afternoon of the 24th, infusion treatment suddenly caused a 10*10cm swelling at the insertion point. After extubation according to the doctor's instructions, it was found that the PICC tube was damaged at the point where it was embedded in the body. It's an exception. Replace the intravenous catheter with a new one, notify the patient, obtain understanding, and notify relevant hospital personnel.